Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit and a prismaflex m100 set, alarms access extremely negative were reportedly generated and air in the access line was observed. The treatment was ended and the extracorporeal (ec) blood was not returned to the patient three times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Reporter address: (B)(6). Initial reporter phon number: (B)(6). The device was not returned and the lot number provided is not a recognized number; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.